Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards. System operates as intended.

Event description:
Customer reported the system will not produce x-rays after sitting idle for 1 hour. No patient injury was reported.